Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. An increase in pacing and shock impedance was reported. Lead was evaluated in-person on (B)(6) 2021. No noise was present during postural testing. Shock impedance was slightly elevated while patient was leaning forward. Clinician notes that the patient had a right heart cath on (B)(6) 2021. No adverse patient events reported. Should additional information become available, it will be added to this file.